Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
Device malfunction. Reportedly, the patient had not worn the device in approximately two years. The patient was re-implanted.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. Reportedly, the patient had not worn the device in approximately two years.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: based on the received information, it seems that there is damage to the active electrode, most likely caused by device minute mobility. However to determine an exact root cause a device investigation would be necessary. Re-implantation is considered for (B)(6) 2017.

Event description:
Device malfunction. Reportedly, the patient had not worn the device in approximately two years. As per new information, he patient will be re-implanted in (B)(6) 2017.